Event description:
Female pt with stage IV esophageal cancer underwent a therapeutic placement of an ultraflex esophageal stent for treatment. The stent was deployed in the pt's esophagus. Upon fluoroscopic exam after dilating the stent. It was noted that the stent had defrayed at the distal end. The defective stent was removed immediately and replaced by another. Numerous attempts to obtain add'l info regarding this event have not been successful. No further info is available at this time.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the MFR date of the device is unknown. The device will not be returned for eval; therefore, a failure analysis is not available. MFR is unable to determine the relationship between the device and the cause for this event at this time.